Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -5.00/1.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to low vault with rotation. This did not resolve the problem. Applying for upsizing.

Manufacturer narrative:
Weight-race: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: product evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found residue/debris on the lens with no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).